Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely there was no image due to the faulty ccd unit. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
During inspection and testing, the camera head was found to have a no image malfunction due to a faulty charged coupled device unit. Additionally, the camera cable has multiple kinks and switch button number 3 was non-functional. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed that a customer high definition autoclavable camera head was returned for a service inspection. There was no allegation of a malfunction. However, upon inspection and testing, the camera head was found to have a no image malfunction due to a faulty charged coupled device unit. No patient injury or harm was reported to olympus.